Event description:
It was reported that during xia3 surgery (l4-5 plif), when final tightening was done, a screw on l5 was cutout. Therefore the surgeon exchanged for a thick screw.

Manufacturer narrative:
Method: device not returned.results: device not returned. Device history review and device inspection could not be performed.conclusion: because no device was sent back for evaluation, testing and inspection cannot be performed to ad in root cause analysis. It is likely that an unfavorable combination of instruments were used, which may have contributed to the event. However, because no devices were sent back, the this cannot be determined and the root cause is unknown.

Event description:
It was reported that during xia3 surgery (l4-5 plif), when final tightening was done, a screw on l5 was cutout. Therefore the surgeon exchanged for a thick screw.